Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during priming. The pump was replaced for the procedure. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate but was unable to duplicate or identify any issue with the device. The complained unit was returned to sorin group (B)(4) for further investigation. The described error message could not be reproduced. The pump control panel was replaced as a precautionary measure and functional verification tests were performed without issue. A technical safety inspection was also successfully performed. The pump was returned to the customer. As a root cause could not be determined, no corrective actions were identified. A review of the DHR was unable to identify any deviations or non-conformities relevant to the issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump displayed an error message during priming. The pump was replaced for the procedure. There was no patient involvement.